Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Visual evaluation of the returned packaging found the packaging was previously opened. A hair-like fiber was found adhered to a piece of tape. As the packaging was returned opened, this complaint cannot be confirmed as the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the packaging was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a knee procedure, the surgeon noted debris in the sterile packaging of an implant. The surgeon elected to use the implant. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2 foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.